Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse confirmed reported problem at system start up and replaced the master tool manipulator (mtm). Part(s) replaced to correct reported problem. System was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was reproduced. The reported failure of non-intuitive motion was reproduced during sine cycle.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue with a camera arm. The customer contacted an isi technical support engineer (tse) to report the issue. Tse reviewed error logs that confirmed multiple 23025 errors pointing to master tool manipulator (mtm); mtml2, last error shows mtml2 was disabled. The tse informed the customer that they would either need to remove instruments and power cycle system to re-enable mtml2 or have the surgeon relocate to ssc1. The surgeon elected to move to ssc1 and the surgeon was then able to move the camera arm. The procedure continued to be completed as planned via ssc1 with no reported injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: one of the mtms wasnt working. The field service engineer (fse) knows about it and said hes going to replace it. The surgeon had sat down at surgeon side console (ssc); ssc2 for the first time before the procedure when the issue was noticed. The surgeon was at ss2 due to the presets on it. It is a dual console set up. The procedure completed with use of the ssc1 with no reported injury.